Manufacturer narrative:
(B)(4). Was the device difficult to close? When the device was closed, did the device close completely?---the surgeon felt a difficulty in closing the closure trigger. The surgeon was not sure that the jaw had been closed completely. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, all staples were unformed when the device loaded with the original cartridge was fired on the colon at the 1st firing. Additional suture was performed by hand. There were no adverse consequences for the patient. The tissue of the patient was not thick. The doctor commented that it had a difficulty in grasping the closure trigger and the jaw might have not been closed properly. Also, the jaw did not clamp an existing clip or a forceps.